Event description:
The customer reported that the ventilator would not power on in ac power. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. This is an out box failure. The unit will be replaced with a new vent.

Manufacturer narrative:
The unit was replaced and return to the factory.

Manufacturer narrative:
Conclusion / root cause: this customer returned v60 ventilator was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).